Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps 2110 over delivered and would not pass tolerance. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: one cadd solis hpca pump was returned for analysis. Accuracy testing was performed. The customer's problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published plus or minus 6 percent specification. It's recommended that the pump's expulsor be replaced in order to bring the delivery into a more nominal of range.

Event description:
Additional information was received indicating that there was no patient involved.